Manufacturer narrative:
Patient identifier: (B)(6). Only event year is known. 510k: this report is for an unknown screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a removal surgery of tibial nail was performed due to infection and placement of antibiotic beads. Original implantation surgery was performed on (B)(6) 2020. Surgical procedure outcome and patient status is good. Concomitant devices reported: 10mm ti cann tibial nail-ex w/prox bend 330mm-sterile screws: locking (part number unknown, lot unknown, quantity 4), end caps: tibial nail (part number unknown, lot unknown, quantity 1). This report involves unknown screws: locking. This is report 2 of 7 for (B)(4).